Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged, squashed and bunched in the center causing the distal end of the stent to move in a proximal direction and the proximal end of the stent to elongate over the proximal markerband. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The distal balloon cone was reviewed and no issues were noted. The proximal balloon cone was unable to be examined due to the stent moving in a proximal direction over it. Stent crimp markings were visible on the distal end of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilation was performed, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilation was performed again but still the device failed to cross the lesion. The physician decided to use a micro catheter; however, when the device was removed from the patient, the stent struts were found to be lifted. The procedure was completed with another 4.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilation was performed, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilation was performed again but still the device failed to cross the lesion. The physician decided to use a micro catheter; however, when the device was removed from the patient, the stent struts were found to be lifted. The procedure was completed with another 4.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.